Event description:
Left humerus fracture in motorcycle accident on (B)(6) 2008, with injury to left ankle. At some point (patient states) broke nail in his humerus, but does not remember doing so traumatically. Patient was told on some x-rays recently, that the rod was broken. Patient also apparently broke a proximal screw while under the care of the orthopaedist.

Manufacturer narrative:
(B)(4). Synthes is unable to determine manufacturing site or manufacturing date without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Additional information from the user facility report: (B)(4) 2011,humeral rod.